Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. Customer was treated with insulin drip while at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer reported that the insulin pump would not deliver insulin . Customer stated that he was hospitalized several times in the past due to high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer was unable to complete the prime/fill process due to unresponsive act button. Customer confirmed that the insulin pump time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip, belt clip slot and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.